Event description:
It was reported that patient underwent primary knee procedure on (B)(6), 2003. Patient underwent revision surgery on (B)(6), 2011 due to pain and disease progression. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item was not returned to the manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 3 of 3 mdrs relating to the same reported event. Please also see mdrs 3002806535-2011-00166 and 3002806535-2011-00167. This report filed (B)(4), 2011